Event description:
Customer reported a past low blood glucose event that had been reoccurring over the past two weeks, with the lowest level reported at 40 mg/dl. Cause was not known. Technical support recommended the customer consult their healthcare provider to discuss factors affecting blood glucose levels, and the customer acknowledged this advice and understood the steps to take.